Event description:
It is reported, maxzero, the product fails to dispense liquid during use. The total number of defective units is (B)(4). Additional information: please confirm how the fault was identified? Exhaust before infusion and find no liquid. Please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Exhaust before infusion and find no liquid. Please confirm the make and model of the connecting product(s) to the maxzero? Connect with pre-charged. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? None. Please confirm what substance was being infused during the time of the event? No infusion. Was there any patient harm? No harm was caused.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.